Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. The customer reported that it was unknown if the auto mode feature was active during the reported event. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.